Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There was no medical intervention required by the patient. The device was returned to a 3rd party service center and found evidence of foam degradation during device evaluation. The device's downloaded event log was reviewed by the service center and found 2 error logged, e-20 and e-200. The device passed all final test and the device software version v1.1.2.3122 has been upgraded. The device has been scrapped.

Manufacturer narrative:
In the previously submitted report device problem code (box: h) was incorrect. Device problem code (box: h) has been updated in this report.